Manufacturer narrative:
Customer reported that device did not deliver the antibiotic medication, despite pump alarming complete infusion, the whole medication volume was still in the syringe. Tamper seals were not damaged, no external damage on device. When checking the most recent programing the last two infusion rate was ran at 0.206ml/hr. For 15 min. That is a very small amount of medication, that is why the syringe is still full of medication. The pumps calibration was in spec for size, force, and position. Customer caused the problem. Performed pm on pump.

Event description:
It was reported that pump did not deliver antibiotic medication despite the pump alarming for a complete infusion; the whole medication volume was still in the syringe. No patient injury was reported.